Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) exhibited oversensing after the patient was hit in the left shoulder by a tree, (the ICD is implanted in the left pectoral region). The physician has given the patient an event recorder and will monitor the patient.